Manufacturer narrative:
Retainer ring = black. Customer complained about unexpected battery power loss found on event date (B)(6).2021. Device perform visual inspection and insulin pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Device passed the displacement test, self test, sleep current measurement and active current measurement. Tested with a test p-cap and the test p-cap locked in place properly. Device was cut/open and inspected moisture damage found on the pcb1 and battery tube assembly. The insulin pump history file/traces download was successful using thus. The power management graph was in specification. Low battery alarm, battery removed, failed battery alarm and battery out limit alarm was recorded and found in the formatted history file on the event date: (B)(6) 2021 8:34:00 am low battery alarm, 1:21:50 pm battery removed. (B)(6) 2021 11:37:25 am battery removed, 11:37:25 am failed battery, 11:40:11 am battery removed, 11:41:16 am and 11:41:27 am battery out limit. Unexpected battery power loss not confirmed. However, during visual inspection, found moisture damage on the pcb1 and battery tube assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had unexpected power loss alarm and did not receive low battery alert prior to replace battery alert. Customer stated that the pump did not recognized batteries. No harm requiring medical intervention was reported. The device will be returned for analysis.